Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 01/08/2021. (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by an attorney that the patient underwent a cardiac bypass surgery on (B)(6) 2011 and the suture was used. It was reported that the suture broke. It was reported that the patient died on (B)(6) 2011. No further information provided.